Event description:
1. There was an allegation of questionable elecsys t4 results for 1 patient from the cobas e411 disk analyzer. 2. Patient age range: asku. 3. Patient weight range: asku. 4. Patient sex breakdown: asku. 5. Patient race breakdown: asku. 6. Patient ethnicity breakdown: asku.

Manufacturer narrative:
1. Summary of investigation results: the investigation is ongoing. 2. Summary of follow up/corrective actions taken: the investigation is ongoing. 3. Device returned to manufacturer? No. 4. Device labeled "for single use?" No. 5. Device reprocessed and reused? No.

Manufacturer narrative:
1. Summary of investigation results: the investigation did not identify a product problem. From the information provided, a general reagent issue could be excluded. The differences generated between the different methods most likely relate to normal methodological differences. 2. Summary of follow up/corrective actions taken: no follow up/corrective actions were taken.